Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high, out of range, shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options to determine the cause of the observation. Attempts to obtain additional information were unsuccessful. All available information indicates that system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms). The patient indicated that they did not like the size and comfort of the device. The physician capped the rv lead and replaced the ICD with a mini ICD. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that another high, out of range, shock lead impedance measurement was detected via patient home monitoring system. This is an ongoing issue. Ts recommended to have patient further evaluated. Additional information obtained from the field representative indicates that clinic did received the episode and still waiting for the physician to set an appointment. System still remains in service. No adverse patient effects were reported.